Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not charging. The patient underwent a revision procedure wherein the pocket revised and the ipg was replaced. The patient was doing well postoperatively, and the explanted device was not released by the facility and will not be returned.